Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. Upper and lower cases and side bail covers are broken. The ring is bent. Keyboard is scratched. Battery drawer is out of specification (battery drawer latch is dented).

Event description:
It was reported that the external pulse generator would not turn on. Several batteries were tried but the unit would still not power up. The light-emitting-diodes (led's) stayed lit when holding the "on" button but the screen did not stay on. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.